Manufacturer narrative:
Product analysis: analysis was able to confirm the reported rebooting issue and the broken screen. The printed circuit board (pcb) was replaced and calibrated and the overlay and bezel assembly was replaced. Analysis also noted that the lower case feet were worn; the lower case was replaced. The programmer failed a chart recorder tests and made noise while printing. The gears of the printer drawer were damaged. The printer drawer was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was perpetually rebooting and had a broken screen. The programmer was returned for service. There was no patient involvement.